Event description:
Info received indicates the head section will not rise.

Manufacturer narrative:
The tech found the gas spring out of adjustment which was causing the head section to drift. The tech adjusted the gas spring to repair the bed.